Event description:
The reporter stated the surgeon attempted to insert an aa4203tl toric silicone single piece lens and the lens tore coming out of the injector. There was no pt harm. Additional info has been requested but none has been forthcoming. If additional info becomes available. A supplemental medwatch report will be sent.

Manufacturer narrative:
Results - visual inspection of the returned product found a piece of one haptic torn off and missing. A piece of the lens optic and the other haptic were torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the properly delivery technique that are effective, and minimize the potential for damaging the lens.